Event description:
It has been reported to philips that system did not start up . The device was outside clinical use at the time of the reported event . No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and replaced the mpdu replacement assembly and the mpd control unit which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. A review of the system log file didn¿t confirm the reported issue. Upon functional testing, the fse found that the power supply was damaged. To resolve the reported issue, the fse replaced the power supply, but issue occurred again and found issue with mpdu main module. To resolve the reported issue, the fse replaced mpdu main power module and performed the configuration for the mpdu module. After replacement of mpd control unit, mpdu main power module and configuration for the mpdu module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.